Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. A new rv lead was successfully implanted and no additional adverse patient effects were reported.